Manufacturer narrative:
The varsator was returned to the manufacturer for analysis. The unit was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that when opening generator door cabinet, while loosing door screw one of the charger board red wires got cut and shorted the frame. Representative replaced both j7 all 3 charger boards, pfc 1000, motor drive board, drive relay and fuses to resolve the issue. When replacing the one of the charger for the imaging system, the representative noted that the board was bai (bad at installation) and a second charger board was shipped for replacement. The charger board was replaced. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect parts have been received by the manufacturer for evaluation however results are not available yet.

Event description:
A medtronic representative reported that while outside of procedure, the cabinet was opened one of the wires was damaged. There was no patient present at the time of the issue.

Manufacturer narrative:
The pcba motion control board and the pcba pfc board were returned to the manufacturer for analysis. The parts were found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The relay was returned to the manufacturer for analysis. Analysis found that relay dc control failed bench test. Terminal diode test failed; +1--2 and -1-+2 terminals shorted. Resistance test also failed; input pin 1 and pin 2 not energized terminal was not open. Analysis found that the reported event was related to a electrical issue. The battery charger 2 pcba was returned to the manufacturer for analysis. Analysis found that the pcba did not pass functional output bench testing. Visual inspection notes all led's light except channel d, and the board has leaky capacitors. Other channels are within inspection parameter. Analysis found that the reported event was related to a electrical issue. The interface charger cable was returned to the manufacturer for analysis. Analysis found that several cable assemblies in the kit were cut and or crimped. Some appeared new. Continuity testing on all cable/connector assemblies verified the wires are good, however various connectors are cut off. The j7 battery connector cable was returned to the manufacturer for analysis. Analysis found that cable assembly has cut wires due to mechanically closing in door. Electrical overstress evident from shorting event. Physically damaged cable assembly. The battery charger 2 pcba was returned to the manufacturer for analysis. Analysis found that the pcba battery charger 2 is physically damage. Electrically over stress of electrical circuit and component. Analysis found that the reported event was related to a electrical issue. The battery charger 1 pcba was returned to the manufacturer for analysis. Analysis found that the circuit board confirms electrical overstress damage is present. Pcba was not functionally tested due to condition. Analysis found that the reported event was related to a electrical issue. The motor battery charger pcba was returned to the manufacturer for analysis. Analysis found that wire damaged caused event resulting in electrical overstress in j4 j5 area resulting in blown solder runs and components melted from circuit board. Pcba physically damaged during shorting event. Analysis found that the reported event was related to a electrical issue.